Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the procedure was converted to open surgery.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: one penetrated the skin outside and one pulled out, removed the other one as it over tensioned. Probable root cause: design inadequate raw material specification (needle or depth indicator), needle tube thickness too thin or too thick, suture does not have adequate working length, inadequate handle assembly design, inadequate raw material process, depth indicator not manufactured to specification, needle or implant body not manufactured to specification, dimple process on needle not manufactured to specification, inadequate design of needle/depth indicator to create interference to retain/remove depth indicator, stiffener not manufactured to specification application, user intentionally bends/forces instrument, incision too small, inadequate or improper visualization, user not familiar with device use, user does not use sled or other technique to prevent catching on soft tissue. The device manufacturer date is not known.

Event description:
It was reported that the procedure was converted to open surgery.